Event description:
It was reported that during the end stages of a scheduled tricuspid valve replacement, the patient became unstable and coded. An ice catheter that was inserted into the patient was removed, and the patient interface module (pim) cord was pulled forcefully from the ultrasound system when the bed was moved to perform chest compressions on the patient. When the patient was able to be stabilized, the ice catheter was reintroduced into the patient, but the catheter was not able to be recognized on the epiq cvx ultrasound system. The sonographer attempted to reconnect the pim cord to the ultrasound system, and then the system shut down. The patient¿s medical team decided to replace the system with a standby unit rather than rebooting the initial system. The procedure was completed by using the standby system and a tee transducer. There was no injury to the patient. Philips has started an investigation, and the results will be submitted in a follow-up report.

Manufacturer narrative:
An engineering investigation was initiated; however, there was insufficient information to conduct the investigation. Essential information, such as log files, was not available, and the suspected catheter was discarded by the customer and not returned to for evaluation. Therefore, no additional investigation could be conducted. No further issues reported.